Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that the bur broke during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that the bur broke during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.